Manufacturer narrative:
Patient information was unavailable from the site. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm of posterior segment of internal carotid artery, this coil detached pre-maturely. It was reported that the physician tried to push the coil into the microcatheter, but the coil was detached itself during delivery. The coil was pulled out from the patient body. The physician replaced a new coil, it pushed smoothly and implanted in the patient. The procedure was completed without any further issue. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, only the axium implant coil was returned detach and found to be damaged and stretched with the polypropylene filament intact. The axium pushwire was not returned for evaluation as it was discarded. Without returning of the axium pushwire, any contributing factors from the axium pushwire could not be assessed. We were unable to determine the cause of pre-mature detachment. The stretched implant coil is possible evidence that resistance or repeated re-positioning may have occurred during the event. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.